Event description:
Terumo medical corporation received the following information: it was reported that the tech felt that the arteriotomy locator was bent and compromised where the eye holes are located. They opened a new angio-seal to successfully close the arteriotomy. There was no blood loss. The procedure performed prior to the use of the angio-seal device was left heart catheterization.

Manufacturer narrative:
E3: occupation: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.